Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the device had an unrecoverable loss of antenna passed the threshold. No additional event or patient information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed. Voltage testing was performed and the test failed, the transmitter has no voltage. The reported event of an unrecoverable loss of antenna passed threshold was not confirmed. The root cause was could not be determined.